Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 17cm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. It was decided to explant and replace the lead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. It was decided to explant and replace the lead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.